Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient indicated that the patient electronic system was broken and the power cord at the back of the pillow base sparked. The patient reported that the unit started to smoke so they unplugged it right away. There was no harm or damage to the patient or the patient's property, and no fire was mentioned. The patient electronic system was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event that the pillow was broken was confirmed, in a sense that there was fraying and exposed wires of the power extension cable. The reported sparking and smoke could not be confirmed. The device was opened up and no scorching or damages were observed. During the initial investigation boot-up the unit was unable to power on due to frayed and exposed wires. The backplate of the device and power extension cable were removed, and the power supply was connected directly to the device and the device was able to power on and send reading successfully. No loss or interrupted power was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.